Event description:
Additional information received reported the patient recovered without sequela.

Event description:
It was reported the patient had been having therapeutic issues for the past year. High impedances were noted and the physician¿s office tried to reprogram around it with ¿one contact and then became two.¿ in the operating room the physician changed out the implantable neurostimulator (ins) which did not correct the high impedance. The physician noted an issue the adaptor; there were kinks in it. The physician changed out the adaptor and that corrected the issue. Additional information received reported once the adaptor was replaced the system appeared to be working normally again. It was noted the patient was under general anesthesia so no intraoperative testing was performed. No further information was able regarding the status of the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387040, lot # v008951, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID neu_adaptor_acc, serial # unknown, explanted: (B)(6) 2013, product type accessory. (B)(4).